Manufacturer narrative:
Examination was not possible, as no product was returned. The investigation could not determine the root cause of the reported pain. No evidence was found that would suggest product error was a contributing factor. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action is not indicated.

Event description:
The pt was revised because of complaints of pain. The femoral component was loose with no bone ingrowth.